Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited whitish foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: e2, e3, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to deformation of electrical connector. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera gif type xtq160 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera gif type xtq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.